Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory alert. Post paced t-wave oversensing on the rv lead was noted on the stored egm. The patient did not receive therapy. Resolved by reprogramming the ventricular sensitivity.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.